Event description:
It was reported that the patient was symptomatic of arrhythmia. The patient was brought into clinic and the event could not be reproduced. Interrogation of device did not identify any abnormal episodes or device malfunction. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-38284. The event was palpations with no allegation of malfunction on an abbott device and did not result in any form of serious injury for the patient. The event should not have been reported as a malfunction or serious injury.